Manufacturer narrative:
(B)(4). Reason for surgery: pop (per plaintiff profile form), chronic pelvic pain, cystic left ovary (per report of operation). Concurrent procedures: laparoscopy, bilateral bso, lysis of adhesions. It was reported as per the patient¿s report of operation, the only procedures performed on (B)(6) 2009 were laparoscopy, bilateral bso and lysis of adhesions. However, it was reported in the description of operation that a sheath of mesh was laid during the bso. No further information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.